Event description:
Two implant patient registry (ipr) cards were returned to edwards with a note stating that the patient had expired on the same day as the transcatheter aortic valve replacement (tavr) procedure. Upon additional investigation, the implanting physician noted the following "this patient had a very weak right heart. We believe that the ai [aortic insufficiency] we initially diagnosed as "insignificant" may have either been worse than we thought, or that his heart was so weak, that he couldn't tolerate any amount of ai. This was a guy who's implant went great but he just seemed to expire 6-8 hours post-op. All involved believed that this patient's co-morbidities and weak heart were the cause. Perhaps he was too sick by the time we treated him? It's a fine line between "sick" and "too sick." Regardless, the procedure itself went without a hitch."

Manufacturer narrative:
After the initial report, additional information relating to the patient's medical history and the tavr procedure was obtained. Per report, the sapien valve was positioned and implanted 50:50 across the native aortic annulus. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. The device is not available for evaluation as there is no report of it being explanted after the patient's demise; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. In addition, the IFU states that the sapien valve is contraindicated for patients with an ejection fraction of less than 20%. In this case, the patient's ejection fraction was 25%, which was noted by the medical team prior to the tavr procedure to be of special concern. The exact cause of this patient's expiration could not be confirmed; however, the patient's decreased left ventricular ejection fraction, very weak right heart, and underlying comorbidities (chf, cad, htn) in combination with aortic insufficiency which may have not been fully appreciated following the procedure could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.